Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic console restarted while aspirating. Procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported events. The company service representative consulted with the company sales representatives to adjust some of the doctor settings on the system. After following up with the site the next case day, the system was giving system message (sm) [footswitch ¿ treadle homing failure] intermittently. A new footswitch was ordered and replaced the original footswitch. The system was then tested and met all product specifications. Unrelated to the reported event, sm [footswitch ¿ treadle homing failure] was intermittently displaying on the system during a follow up visit, so the company service representative replaced the footswitch. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).